Event description:
Reportedly, the patient lost consciousness and taken to the hospital on (B)(6) 2011, where pacing failure was observed on ECG. On (B)(6), interrogation of the subject device was performed, which indicated high ventricular lead impedance (>3000 ohms) and oversensing when the patient raised the left hand. Prior to the intervention on (B)(6), touching of the pacemaker site did not invoke high impedance or oversensing, but when the patient raised the left hand, both observations were confirmed. Lead tip movement was not confirmed during these tests under fluoroscopic observation. During the intervention, no irregularity was observed in relation to the pacemaker/lead connection. Both pacemaker and ventricular lead were replaced.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.